Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported no communication was confirmed and was due to a depleted battery. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletiion could not be determined.